Event description:
It was reported that during a device change out, externalized conductors were observed via x-ray. No electrical anomalies were noted. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the system was explanted due to leads infection.